Event description:
Physician reported an oasys 3.5 x 240 mm rod fractured post-operatively. Revision surgery has been scheduled for (B)(6) 2019.

Event description:
Physician reported an oasys 3.5 x 240 mm rod fractured post-operatively. Revision surgery has been scheduled for (B)(6) 2019.

Manufacturer narrative:
Corrected data: updated outcomes attributed to adverse event from no selection to 'required intervention to prevent permanent impairment/damage (device).' Updated device evaluated by MFR to 'status and location of the device are unknown.' Status and location of the device are unknown.

Event description:
Physician reported an oasys 3.5 x 240 mm rod fractured post-operatively. Revision surgery has occurred.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed, and no relevant manufacturing or similar complaints were identified. Per surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The actual root cause cannot be determined, possible root causes include: improper construct, set screws not tightened correctly excessive load due to unstable construct. Excessive load due to patient anatomy/pathology. Patient performs strenuous post-op activities. Surgeon applying too much torque to seat the screw head.